Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) level of 276 - high mg/dl. Bg was addressed via a correction bolus. The customer alleged the pump was not delivering a bolus as intended. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.